Event description:
It was reported that the patient had a cerebrovascular accident (cva) which resulted in loss of peripheral vision and was unable to drive. They were very depressed and medications and counseling were discussed with many times.